Event description:
The end user reported that the defibrillaotr did not recongnize the electrodes when they were connected. The subject electrodes had an expiration date of july 2003. When a second set of physio control electrodes were connected the defibrillator recognized them. No pt injury resulted from this event.